Manufacturer narrative:
The product family for this women's healthcare product is unk. Therefore we are unable to determine the associated labeling and dfmea to review. Although the product family is unk, the women health product IFU's are found to be adequate based on past reviews.

Event description:
(B)(4). It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain and injury. The litigation does not specifically state which product was used on the patient therefore an unk complaint is being entered. Add'l info has been requested but not yet received.